Event description:
The pump went into fail stop due to coherence error. Device annunciated fail stop alarm due to coherence error when user tried to start infusion. Device would need to be power cycled to resolve the fail stop alarm. Investigation revealed that the root cause of the defect was that occasionally the flow processor could receive the message indicating that the admin set was loaded before the message indicating the pump was exiting standby mode.

Event description:
The following has been reported: biomed reported: "broken pump no other info given" it was confirmed that pump serial number (B)(6) was running on sw ver 5.10. A preliminary review identified the following issue: software bug (flowprocessor coherence failure) an active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.